Event description:
Additional information: it was reported that the patient had inconsistent symptom control with the pump; however, there were no known issues with the pump and undetermined drug effect issues. The medication was baclofen 2000mcg/ml at a rate of 250mcg/day. An indium dye study was performed on (B)(6) 2012 with results of "normal." Dose adjustments were made from (B)(6) 2012. The patient would report good control of symptoms then call with report of total loss of symptom control and "tightness." The patient was treated with oral baclofen and valium. The patient did not require hospitalization. Since pump replacement the patient has had "consistent, good control of symptoms" at a rate of 364.9mcg/day. The patient outcome was reported as recovered without sequelae.

Event description:
Attorney alleged: the pump did not dispense the programmed amount of pain medication. The pump caused mr. (B)(6) to have several instances of spasms and immobility.

Event description:
Correction to follow up 002: attorney alleged: the pump did not dispense the programmed amount of pain medication. The pump caused the patient to have several instances of spasms and immobility.

Manufacturer narrative:
Catheter model: 8731sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a motor stall occurred on (B)(6) 2012 and a motor stall recovery occurred an hour later on the same day.

Event description:
It was initially reported that the device was to be explanted by (B)(6) 2012 after a little over a year of service. It was later reported on (B)(6) 2012 that the pump was being explanted shortly. Drug delivered via the device was baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).